Manufacturer narrative:
(B)(4). Concomitant medical products: 00784801400- modular neck x 12/14 neck taper use with +0 heads only- 61963134 unknown-unknown trilogy liner 58x36-unknown; 00771300700- modular femoral stem press-fit plasma sprayed cementless size 7.5- 62652926. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03495 and 0001822565 - 2021 - 03496. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a left hip revision approximately 7 years post implantation due to pain, metallosis, and pseudotumor secondary to poly liner wear. During the revision, an extended trochanteric osteotomy was performed to remove the stem which was secured with cerclage wires. A new head, liner, and stem were placed without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records reviewed by a health care professional. Visual examination of the returned product identified scratches to the spherical surface and flat surface around the taper hole. Taper hole wall exhibits dark foreign debris of the head. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.